Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl. The customer changed the infusion set and delivered a bolus via the pump to address the bg level. The customer thought that the occlusions were related to the infusion sets; however, as the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the occlusions.